Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. However, the fse was able to verify the error in the diagnostics logs. The fse completed the diagnostic tests and the performance and safety tests with no issue. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. There was no patient harm and no adverse event was reported.